Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was oversensing on the atrial channel resulting in inappropriate atr events. In addition, it was reported that the oversensing caused pacing inhibition.